Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen femoral component, catalog #: 00599601602, lot #: 61901178, nexgen articular surface, catalog #: 00596404010, lot #: 61889244, nexgen all polyethylene patella, catalog #: 00597206535, lot #: 61828240. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient is experiencing pain and tibial loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was unable to be confirmed with the limited information provided by the customer. Device history record (DHR) review was performed with no related manufacturing deviations or anomalies identified. Root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.